Event description:
Patient reported that the patient needed someone to take a look at their stimulator and possibly reprogram it because it was not working like it was and they thought it was out of whack. Patient clarified that a rep had reprogrammed the stimulator several times and they were not getting the relief that they needed. Patient did not know when the pain symptoms started, but stated they were last reprogrammed over a year ago after their car accident (B)(6) 2024. Patient mentioned that their implant battery was depleting really fast. Charge depletion started, but said they would have to check their book to see how often they had been charging the implant. Patient stated they were seen for reprogramming last july by a rep, who tried to optimize the charge, but was unsuccessful. Patient stated they can only go 1.5-2 days without charging implant. Agent reviewed usage based charging. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to page a rep to check an implantable neurostimulator (ins). The caller asked if the patient's ins was functioning properly. The caller stated that the patient was in a motor vehicle accident (mva) on (B)(6) 2024. The caller did not have any details about any information that the patient had provided other than the physician working with the patient asked to have someone confirm that the implanted device is functioning. Technical services (tss) reviewed information and transferred the caller to nas to page a field rep. An hcp called back: hcp is from orthopedic surgeon's office who's patient has sought for a second opinion as they are still experiencing pain, tingling, numbness and discomfort. Caller reiterated that patient was in a motor vehicle accident on (B)(6) 2024 and since then device has been malfunctioning. Caller has note from hcp at the time of the accident that patient was seen on (B)(6) 2024 and x-rays showed that leads were in the correct location. Caller requested any session reports that the manufacturer would have as the orthopedic surgeon would like to review if the device is malfunctioning or if something else is going on with the patient. The caller stated they already requested records from hcp at the time of the mva. Tss suggested asking for session reports specifically or if the hcp could reach out to the rep, if one was seen, at the time, to see if they would be able to obtain the reports from tablet at all. Tss also reviewed nas contact information if the orthopedic surgeon would like the ins interrogated to check current status.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to page a rep to check an implantable neurostimulator (ins). The caller asked if the patient's ins was functioning properly. The caller stated that the patient was in a motor vehicle accident (mva) on (B)(6) 2024. The caller did not have any details about any information that the patient had provided other than the physician working with the patient asked tohave someone confirm that the implanted device is functioning. Technical services (tss) reviewed information and transferred the caller to nas to page a field rep. An hcp called back: hcp is from orthopedic surgeon's office who's patient has sought for a second opinion as they are still experiencing pain, tingling, numbness and discomfort. Caller reiterated that patient was in a motor vehicle accident on (B)(6) 2024 and since then device has been malfunctioning. Caller has note from hcp at the time of the accident that patient was seen on (B)(6) 2024 and x-rays showed that leads were in the correct location. Caller requested any session reports that the manufacturer would have as the orthopedic surgeon would like to review if the device is malfunctioning or if something else is going on with the patient. The caller stated they already requested records from hcp at the time of the mva. Tss suggested asking for session reports specifically or if the hcp could reach out to the rep, if one was seen, at the time, to see if they would be able to obtain the reports from tablet at all. Tss also reviewed nas contact information if the orthopedic surgeon would like the ins interrogated to check current status.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2025-13665: incorrect date manufacturer received (g2) of 2025-06-24 entered. Corrected to 2025-08-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.